Manufacturer narrative:
Eval results: a visual inspection of the returned prod found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions: based on the complaint history, the work order search and the eval of the returned prod, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
The rptr stated the surgeon inserted an aa4203tl toric silicone single piece lens but the lens would not open/unfold in the pt's eye. The lens was removed with no pt injury, no enlarged incision or sutures. Another same type lens was implanted with no problem.